Manufacturer narrative:
Product complaint #(B)(4), depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for patellar fracture on patella with the plate in question. While there was no problem with immobilization immediately after the surgery, the patient was rehabilitated from the day after the surgery with no restrictions on both rom and weight bearing. When the CT scan was taken on (B)(6) 2024, there was no problem, and when the CT scan was taken on (B)(6) 2025, re-dislocation was confirmed. The patient has no symptoms and is able to walk. Two or more screws have been placed in each bone fragment, but no periapical closure has been performed. Future treatment plans are undecided. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.